Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 98 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft was found to have migrated 25 mm distally on film during follow-up. The neck angulation is approximately 45 degrees. The proximal aorta is 23.7 mm in diameter at the renals and 27.3 mm distally it measures 43 mm in diameter (conically shaped). The stent graft migration was attributed to infrarenal neck dilatation. There is no endoleak and the aneurysm has not expanded; the aneurysm below the proximal portion of the stent graft has completely shrunk. There is neck dilatation above the stent graft, where the largest diameter is 4.3 cm. An endurant cuff is planned to resolve the migration at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration). Patient's condition affected effectiveness of device (aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).